Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the initial discordant immulite 2500 troponin results. The instrument is performing within specs.

Event description:
Discordant elevated immulite 2500 stat troponin assay results were obtained by the customer when compared to repeat pt sample testing. The customer runs all troponin tests in duplicate and the repeat results were negative. The discordant high troponin test results were not reported to the physician. There was no known report of pt treatment being altered or adverse health consequences due to the discordant higher stat troponin assay test results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the system by the fse indicates that there are no system issues contributing to the initial discordant immulite 2500 troponin results. The instrument is performing within specs.

Event description:
Discordant elevated immulite 2500 stat troponin assay results were obtained by the customer when compared to repeat pt sample testing. The customer runs all troponin tests in duplicate and the repeat results were negative. The discordant high troponin test results were not reported to the physician. There was no known report of pt treatment being altered or adverse health consequences due to the discordant higher stat troponin assay test results.